Event description:
Reported as "port broken" (leak). The product initially reported to allergan was a 11cm lap-band system which is not PMA-approved for the us market. A follow-up received by allergan revealed that the product in question is an allergan 9.75cm lap-band adjustable gastric banding system.

Manufacturer narrative:
Taper I. Medwatch sent to FDA on: 28/may/08. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. In addition, device analysis noted damage from a sharp instrument, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port.) This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."